Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that false "no insulin delivery" alarms, unspecified alarms and an unspecified intermittent malfunction alarms occurred. It was also reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Lastly, it was reported that the pump delivered a bolus without user input. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.